Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer¿s blood glucose level was 167-262 mg/dl. It was also reported that the customer experienced a low bg level of 52 mg/dl. Bg cause was not known. Customer consumed a (B)(6) and peanut butter and crackers to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.